Manufacturer narrative:
One sample was received and the reported event was confirmed. Visual inspection, inflation/deflation and under water testing were performed. The cuff was found to have leakage from a cuff tear. The batch record was reviewed and it was found that the product was released according to all quality requirements. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the tracheostomy tube experienced a cuff leak. Customer indicated a replacement tube was required.